Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when patient presented in clinic for routine follow up, oversensing with noise was observed on the lead. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The complete lead was returned in two segments for analysis. External insulation abrasion was noted at 44.1 cm to 44.2 cm from the distal tip, consistent with lead friction to the device can. The outer insulation was breached and the outer coil was exposed at the proximal region of the lead. This is consistent with the observation from the field of oversensing and noise.